Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during an esophageal stenting procedure performed on (B)(6) 2009 ((B)(6) male; weight unknown). According to the complainant, the lesion was pre-dilated and the patient presented with tortuous anatomy. During stent deployment, resistance was encountered. The deployment suture became caught resulting in partial deployment of the stent. The procedure was completed with another ultraflex esophageal stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). Resistance, suture line caught, partial deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during an esophageal stenting procedure performed on (B)(6) 2009. According to the complainant, the lesion was pre-dilated and the patient presented with tortuous anatomy. During stent deployment, resistance was encountered. The deployment suture became caught resulting in partial deployment of the stent. The procedure was completed with another ultraflex esophageal stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
An ultraflex esophageal stent ((B)(4), lot: 7798877) was returned for evaluation. Initial examination of the returned device found the condition of the returned device was consistent with how this event was reported. The stent was partially deployed by approximately 29mm. During functional analysis the stent was able to be fully deployed without issue. Visual and tactile examination of the delivery system found no anomalies. Inspection of the deployed stent identified no issues. The most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label; however, the device was used past the expiration date.